Event description:
The manufacturer received information alleging an error e203 and e290 and device had missing feet. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center confirmed the reported problem. No repairs are being preformed. The device will be scrapped.